Manufacturer narrative:
N/a.

Event description:
The following has been reported: error 22 clamp opto fork error, horizontal stripes. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed. The CAPA is noted but the implementation of action is to be left to the sn (B)(6), so this device is not impacted. Device history log was reviewed. Several technical errors 22 were found which confirms the reported event. The device was not returned to brézins as repairs were carried out locally. According to provided information, the force sensor kit has been replaced, that solved the issue. The force sensor sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Several tests with laboratory tools carried out, and all passed. Although the reported event coud not be reproduced the complaint description was confirmed by error 22 found in the log review. Therefore, the root cause of the reported event could be linked to another part that can only be tested with its associated device. Please be informed that CAPA was opened for error 22. The modification to this CAPA has been deployed (redesign of force sensor soldering agilia sp) on which the first sn with the modification is (B)(6). To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: abnormal